Event description:
Procedure type: aorticaneurysm. According to the reporter: the suture broke off when the surgeon made the anastomosis to the kidney artery, that resulted in a longer closing time to the kidney (20 mins extension). They do not know if the kidney is okay or not. No blood loss more than 250 cc, but unanticipated loss or irreversible damage to vascular tissue.

Manufacturer narrative:
(B)(4).